Manufacturer narrative:
(B)(4) d10: biolx opt hd/adpt 12/14 32x+7, #item 00877703204, #lot unknown, fitmore shl w scr cones 52/ii, #item 0100024552, #lot unknown. Therapy date: (B)(6) 2025. G2: foreign source australia. Attempts have been made to gather all product identification information and no further information has been provided. An investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that patient underwent an initial total hip arthroplasty on an unknown date. The patient underwent the first revision surgery due to dislocation due to dislocation where non-zb head was removed. Subsequently, the patient underwent a second revision 2 months post implantation due to dislocation again. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Updated: b4,b5,d2,d9,g1,g3,g6,h1,h2,h3,h6 no product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot numbers. The reported products were reviewed for compatibility with no issues noted. Review of the complaint history identified additional similar complaints for the reported items. However, due to the lack of the lot number, an additional lot search could not be performed. Complaints are monitored per complaint trending process in order to identify potential adverse trends. Medical records were not provided. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information